Manufacturer narrative:
The review of the manufacturing data show that: the raw material of the anatomic® insert complies with the iso 5834-1-2 standard. The review of the manufacturing history records shows that the devices were manufactured according to our specifications and drawings. 100% of the parts were inspected during manufacturing process and no anomaly was detected. The review of the internal vigilance database reveals that no other incident was reported related to the same batch number of anatomic fixed bearing insert. The review of the internal vigilance database since 2014 reveals that the incident occurence rate related to disassembly of anatomic tibial base plate / insert is (B)(4) (7 recorded incidents). The anatomic tibial and femoral component were not returned by the healthcare facility (remained implanted). Visual inspection of the returned insert is showing: damages of the posterior part on of the insert, in the clipping area, is characteristic of the insertion of the baseplate clipping hook within the insert clipping lips instead of above the insert clipping lip. So, the insert was not accurately positioned during clipping. This shows that the insert was probably not perfectly in place at the time of impaction. On the anterior part of the insert, there is incomplete impaction of the clipping system. The overall appearance shows significant damage on the underside of the insert. Probably caused during impaction of the insert. The insert was probably offset from the hooks at the time of the impaction attempts, making impaction impossible. The exact root cause of this shift is difficult to determine. In conclusion, the insert wasn't perfectly impacted and clipped at the first surgery. The exact origin of this shift remains difficult to determine.

Event description:
It was reported a post-operative disassembly between the anatomic fixed bearing insert and the anatomic tibial base plate for fixed bearing insert. The tka has been implanted in (B)(6) 2024, the anatomic® fixed bearing insert involved has been replaced on (B)(6) 2025. Involved device: anatomic® fixed bearing insert size 3 thickness 10 (reference: 1-0204730, batch number: 351883) anatomic posterior stabilized femoral component (reference: 1-0204404, batch number: 355255). Anatomic tibial base plate for fixed bearing insert cemented size 3 (reference: 1-0204903, batch number: 403792).